Event description:
Patient reported right side implant rupture, "small about of fluid around the implant", and implant is "causing significant concern". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "fluid around the implant".

Event description:
Patient later reported lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device has been explanted and replaced.